Manufacturer narrative:
The lot/serial number was documented as unknown in the initial report. It has been updated as (B)(4). The device manufacture date was unknown in the initial report. It has been updated as jul 24, 2009. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the nose tube was bent and the shaft on the back end was also bent. During repair, it was observed that there was excessive corrosion to the components inside the housing due to built up corrosion from normal use over time. The damage to the shaft and nose tube was indicative of trying to remove the burr from the heavily corroded attachment. To address the fractured bit it was observed that during repair there was only a small piece of cutter that was retrieved with no lot / serial number to identify the cutter. This is due to the corrosion in the device making the cutter and cutter clamp seize up together and was not due to the cutter. This is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Please note that the brand name, common device name, and device product code are unknown; therefore, the PMA/510(k) number is unknown. The lot/serial number is unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unspecified surgical procedure it was observed that an unknown fractured bit was found stuck inside the angle attachment device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.